Event description:
It was reported that the patient was experiencing pain and swelling. The patient underwent a spinal cord stimulation (scs) lead and implantable pulse generator (ipg) explant procedure and was being treated for a staph infection that began at the ipg pocket site and travelled to the lead site and was administered with IV oxacillin.

Manufacturer narrative:
This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect medical device. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 18055330.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 18055330.

Event description:
It was reported that the patient was experiencing pain and swelling. The patient underwent a spinal cord stimulation (scs) system explant procedure and was being treated for a staph infection that began at the ipg pocket site and travelled to the lead site and was administered with IV oxacillin. The explanted device components will not be return per facility policy.